Manufacturer narrative:
A ge service rep performed an evaluation over the telephone. The malfunction was verified. The system could not boot from the floppy drive. It was determined that the hard disk was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not complete the initialization. There was no adverse pt involvement reported. There was no pt information reported.